Event description:
Angiosculpt device advanced into in-stent restenosis (isr) but would not cross lesion. An angiosculpt device was retracted, the catheter got snagged on the asahi soft guide wire (not mfg by angioscore). Angiosculpt and guide wire were successfully retracted as a unit. Physician used a 5f (.058") launcher guide.

Manufacturer narrative:
The angiosculpt device got snagged on the asahi soft guide wire (not mfg by angioscore) physician had to remove the entire system. Rewiring of the lesion resulted in prolongation of the case. No clinical injury reported. The angiosculpt device was returned with the guide wire intact. Evidence of laceration from the ex port to the proximal bond and uncoiling of the guide wire at the distal end suggest a guide wire prolapse occurred. The returned guide wire was able to be removed from the angiosculpt device. It is probable that the uncoiling of the guide wire (not mfg by angioscore) resulted in the guide wire prolapse and the snagging of the guide wire observed by the physician. Guide wire prolapse is listed as a possible occurrence during the procedure of the angiosculpt ptca scoring balloon catheter instructions for use (IFU).